Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 50mg/dl and treated with food. Customer indicated that their blood glucose value was 120mg/dl at the time of the call and also went up to 600mg/dl. Customer indicated that they had an infusion set that did not stick. Customer was advised on proper insertion, taping and site techniques and to not insert the cannula in places of scar tissue or hardened skin. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis. Customer was advised to monitor the pump and blood glucose and call back if any further issues. No high blood glucose troubleshooting was performed.